Manufacturer narrative:
E1: initial reporter phone no: (B)(6). The device was received for evaluation. During functional testing, "improper shutdown" was reproduced. A review of event history revealed improper shutdown message. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be battery contact pins which were stuck due to a dried liquid substance. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off without user input. This occurred during upon device power up in the medicine I. There was no patient involvement. No additional information is available.